Manufacturer narrative:
Investigation description. The device has no visual damage or abnormal wear. At the time of the investigation alert 69 could not be duplicated however, the engineering logs do indicate alert 57,59,69 which is an alarm system algorithm parity check refers to an internal integrity-verification mechanism used by the device to ensure that critical alarm logic and control algorithms are executing correctly. The system performs a parity or consistency check on algorithmic states, memory values, or computation results associated with the alarm subsystem. This check is designed to detect data corruption, unexpected state changes, or logic mismatches within the alarm control algorithm. A parity check failure indicates that the computed results no longer match expected values, suggesting a software execution fault, memory corruption event, or processor-level anomaly. When an alarm system algorithm parity check fails, the device cannot guarantee correct alarm behavior. This condition typically triggers a protective fault or alert to prevent unsafe operation. The issue is generally non-recoverable through user interaction and commonly results in device replacement. Patients complaint is confirmed. Engineering log is supplied for refrence.

Event description:
It was reported that the ilet pump displayed alert codes 57, 59, and 69 consistent with a program or algorithm execution failure associated with an internal circuit board, and the user experienced a blood glucose of 55 mg/dl; the user was instructed to ingest 15 grams of oral carbohydrate and transition to alternate therapy. Symptoms included hypoglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a software/algorithm execution issue linked to device electronics, with data handling inconsistent with defined parameters. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.